Event description:
Always been a healthy person, a year after getting implants I developed allergies to foods like onions and paprika and pineapple. I now carry an epi pen in case of emergency. Also have burning in my mouth after every meal. I've seen a specialist who cannot figure out anything. My right side of my tongue also swells randomly one of my biggest issues. I am also fatigued most days.